Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module not functioning properly while producing a ¿clicking¿ sound was confirmed. The returned power module (serial number (B)(6)) was functionally tested at the european distribution center (edc) and at the product performance engineering (ppe) department. Upon being connected to power, a clicking noise was heard from the unit¿s power supply printed circuit board (pcb), and a yellow power alarm was active on the power module, indicating that the unit was not receiving ac power properly. When a test system controller was connected to the unit, a low voltage alarm was active. However, the mock loop operated as intended while the unit was in use despite the observed issues, as the power module was able to operate on backup battery power. The unit was opened and was inspected at a component level, and all issues resolved upon replacing the unit¿s power supply pcb with a new component, narrowing down the cause of the issue to the power supply pcb. The root cause of the reported event was determined to be an issue with the unit¿s power supply pcb; however, the root cause of this issue was unable to be conclusively determined. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 10feb2010. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section titled ¿responding to alarms¿) instructs users on how to identify and respond to alarms that sound from the power module, including alarms associated with the power light. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was not functioning and was making "click" sounds while connected to ac power.